Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had downstream occlusion error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Ia copy of the medwatch report from FDA was received, which states, "there was a downstream alert on the drug port. Troubleshooting was able to resolve the alert". There was no information on patient involvement.